Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed no delivery alarms. Customer's blood glucose was over 20 mmol/l. Customer had changed the infusion set. Customer wanted the device replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Device functioned properly. Device received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.